Manufacturer narrative:
This incident occurred in (B)(6) and is being reported to FDA according to the requirement. Aps-15sa is identical model to rexeed-15s marketed in us. The actual used dialyzer was not returned to us for investigation and the lot number was unknown. The signs and symptoms of this serious adverse event shock such as abdominal pain systolic blood pressure decreased, dyspnea, and white blood cell count decreased may occur during dialysis treatment and/or extracorporeal treatment from multiple factors such as patient condition (including primary disease and treatment condition), dialyzer (membrane material and compatibility), blood tubing, operating condition, treatment condition, medication interactions including anticoagulants and/or others. The caution for this event is described in instruction for use as hypersensitivity. We also consider the severity of this event is serious injury as the patient experienced shock and the causal relationship between this device and the event could not be denied because the event happened during the treatment. Lot number is unknown.

Event description:
On (B)(6) 2017, the patient was given the treatment with hemodialysis (hd) of an aps-15sa (polysulfone (ps) membrane), which is identical model of rexeed -15s (number of treatments in the past is unknown). During the treatment, the patient experienced abdominal pain, systolic blood pressure decreased from approximately 120mmhg to 80mmhg, dyspnea (spo2 87% with oxygen inhalation), and white blood cell count decreased from 6000/ul to 3000/ul. Since the similar symptoms showed after a number of treatments, dialyzer was changed to different manufacturer's material of dialysis membrane, fb130ub (triacetate membrane). After this change, the signs and symptoms have been improved.